Event description:
It was reported that the user experienced multiple infusion set occlusion alerts while using the ilet system with a contact detach infusion set and associated connectors and cartridges, and the alerts were resolved after changing supplies. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included replacement supplies being provided. Investigation included customer interview and device history review of the reported lots. Investigation of this case revealed no injury and that the event was consistent with an occlusion condition that cleared with component replacement. It was concluded that the device functioned as designed and that the event was attributable to an infusion set occlusion that resolved after supply change.